Manufacturer narrative:
A product investigation was completed: one extraction screw for pfna blade was received with completely broken off distal threads and hex tip. The broken off portion is estimated to be approximately 7.5mm long and was not received. The t-handle shows marks of hammering at the underside of the bars. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The fracture face is homogenous, which indicates material conformity. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The existing marks beneath the t-handle bars are consistent with the result of not following the surgical technique and application of excessive force. However, since the specific circumstances regarding the method of use and handling and the order of events are unknown, the root cause cannot be definitively determined. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date: unknown. Additional device product code is hwc. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during the planned extraction of the blade it was discovered that the thread of the driver was broken. All broken of pieces were removed from the patient and the blade was removed successfully. There was no surgical delay or patient harm. This report is 1 of 1 for (B)(4).